Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6)2021. D6b: explant date: (B)(6)2021. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70 , serial: (B)(6), batch: 7024999.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.